Event description:
Following a pulse field ablation procedure, prior to discharge, a trace effusion was found on routine intracardiac echocardiography imaging. The patient became hypotensive and a pericardiocentesis was performed stabilizing the patient. It is alleged that the diagnostic catheter perforated the left atrium access during the procedure. However, the location of the perforation was not found. The patient fully recovered and was discharged from the hospital.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.